Event description:
The advocate stated the customer's blood glucose was tested with her contour meter and a lab test. The contour read 110 mg/dl, while the lab test gave a result of 55 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high result, so no product will be returned for evaluation.